Event description:
Info received indicates the nurse call function not working correctly.

Manufacturer narrative:
The technician isolated the issue to the nurse call circuit board but has not completed repairs.